Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the surgeon manipulated the outflow graft bend relief with scalpel and 5.0 aortic punch due to concerns for extrinsic outflow graft obstruction (eogo). After creating one of the holes using the 5.0 punch, the bend relief in the area of the punch fractured. The surgeon was unsure if they accidently hit one of the plastic rings. The outflow graft was replaced with the outflow graft from the backup kit. The surgeon requested analysis to confirm the cause of the fractured bend relief. The fractured bend relief and outflow graft were to be returned to abbott. There were no adverse patient effects as a result of the reported event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned sealed outflow graft assembly confirmed the reported damage. A photograph submitted for review showed the outflow graft and the bend relief. The bend relief had two fenestrations. The bend relief also had a tear/cut that extended along the beading. Examination of the returned confirmed the bend relief was fenestrated approximately 1" and 2" from the bend relief hardware. A tear/cut was observed ~3" from the bend relief hardware that extended along the beading (figure 1). The tear/cut appeared to extend along at least 50% of the bend relief circumference (figure 1). It was reported that this damage occurred while the user was attempting to fenestrate the bend relief using a 5.0 aortic punch . Review of the available device history records for lot number 9160512 showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 5 of this IFU contains instructions for unpacking the sealed outflow graft and preparing the sealed outflow graft. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.